Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the cubies. The customer reported that the cubies were missing from the grid configuration. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the cubies missing from the grid configuration. A technical support specialist dialed into the station, found no issue with any storage spaces, and stated that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.